Event description:
It was reported that the gastrointestinal videoscope had poor water supply. This was found during a diagnostic procedure. The procedure was completed and there was no report of patient harm. The device was returned, evaluated, and a foreign object was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the water supply volume did not meet the standard value due to clogging of the nozzle. In addition to the foreign objects found in the nozzle, other evaluation findings are as follows: water tightness was lost due to damage on the upward/downward knob; the bending angle in the up direction and the play of the upward/downward knob was out of the standard value due to wear of the angle wire; the adhesive on the bending section cover was chipped; the air supply volume and the water removal ability did not meet the standard value due to clogging of the nozzle; the adhesive around the light guide lens was peeled; the connecting tube was wrinkled with a peeling coat; a streak of flare appeared in the image due to the adhesive peeling around the objective lens; the scope cover plate was unclear; the control unit was discolored; the paint on the suction cylinder was peeled; the electrical connector was discolored due to water leakage; and there were scratches on the right/left knob, the scope cover, the suction connector, the universal cord, the grip, the control unit, the protector of the universal cord on the control section side and the suction connector side; the control unit, the switch box, the forceps channel port; the upward/downward knob, the forceps elevator knob, and the forceps elevator lever. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air, but it is unknown if they wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer did, however, flushed the air/water nozzle channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign matter found in the nozzle could not be specified because it is unknown if the reprocessing was conducted in accordance with the IFU from the obtained information. The event can be detected and prevented in accordance with the following IFU: the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.